Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a large flexnav delivery system was chosen for a procedure. During the passage of the flexnav through the right femoral artery, the distal part was damaged (crushed) due to severe arterial calcification. A new unknown flexnav delivery system was chosen and completed the procedure.

Event description:
N/a.

Manufacturer narrative:
An event of material deformation was reported. The device was returned to abbott for investigation. The components on the delivery system were all manually manipulated, and all were functional with no anomalies noted. The inner shaft and valve capsule were noted to have a bent damage. The nosecone was returned fractured from the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported material deformation appears to be related to a combination of difficult anatomy and procedural condition. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.